Manufacturer narrative:
B5 clinical rationale and d9 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 55-year-old female patient presenting with cardiomyopathy. Axillary access was obtained in standard fashion with no noted concerns for vascular mismatch or angulation. The graft was prepared with a steep bevel and attached per best practice, with no unusual findings. The impella¿5.5 was inserted into the graft and advanced past the anastomosis; however, the operator experienced difficulty advancing the device through the ostium of the axillary artery. Multiple attempts were made to manipulate the graft, impella catheter, and axillary artery to facilitate advancement. The team exchanged to a v18 wire for further attempts. After repeated unsuccessful attempts, a second operator also attempted to cross the vessel. During these efforts, the impella catheter became kinked near the motor housing due to manipulation through the axillary artery. Because of concern for catheter kinking, the decision was made to obtain a new impella¿5.5. A second 5.5 was attempted but again could not be advanced. Contrast injection of the axillary artery revealed stenosis at the ostium of the axillary artery and the aorta. Due to the patient¿s need for mechanical circulatory support, the care team elected to place an impella cp through the axillary artery instead. The reported events include failure to advance, product damage, medical device removal, and hemodynamic instability. These findings are consistent with delivery challenges that can occur when navigating large-bore devices through stenotic or anatomically restrictive vasculature. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during device removal; however, the removal was performed with no consequence to the patient, and support was maintained.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Event description:
The complainant reported that a 55-year-old female with history of hopkins lymphoma with radiation to chest, mitral regurgitation and aortic insufficiency admitted through clinic for hf services due to decompensated heart failure after beta blocker dose. Taken to cath lab with attempted impella 5.5 placement via axillary artery. Unable to get the impella to pass through the ostia of the axillary artery. Multiple attempts were made with wire changes and ultimately kinked cannula. Second impella 5.5 attempted with same issues to pass through the axillary artery. Found to have stenosis at the ostia of the axillary artery and the aorta. Due to the need for mechanical circulatory support (mcs), the care team elected to place a cp through axillary artery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d brand name corrected. Section d catalog number was corrected. Section d4 serial number was corrected.